Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set experienced free flow when the roller clamp was closed. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.this is report 1 of 3.